Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in the hospital emergency room after receiving an alert for non-sustained lead noise. The cause of the alert was determined to be a sensing latency on the far-field channel. Programming changes were recommended.